Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw on the battery would not screw in. The batter was never implanted. A new battery was used. It was stated that there were no patient symptoms and the patient was alive with no adverse event or injury. One day later it was reported that there was a possible defect or quality issue with an implantable neurostimulator (ins). It was stated that during a stage 2 implant a setscrew would not tighten down on the lead, even though they heard clicks from torquing it. It was stated that another battery was used and "everything went fine and normal". No further information was provided.

Manufacturer narrative:
(B)(4).